Manufacturer narrative:
Manufacturer ref# (B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. An analysis of the product could not be performed since a physical sample was not received for evaluation. A device history record (DHR) was performed and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. Incomplete stent expansion is a known potential procedural complication associated with the enterprise 2 vrd. With the information provided and without the return of the associated devices, it is not possible to determine the root cause of the event. However, the event may have been related to a combination of multiple factors experienced in the clinical setting rather than the design or manufacture of the device. The instructions for use (IFU) do contain the following recommendations: do not partially deploy the stent from the introducer. Maintain adequate stent length (approximately 5 mm) on each side of the aneurysm neck to ensure appropriate neck coverage. Select a stent length that is at least 10 mm longer than the aneurysm neck to maintain a minimum of 5 mm on either side of the aneurysm neck. A large differential in diameter between the proximal and distal segments of the parent vessel may increase the risk of stent migration. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. . This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during an endovascular embolization, an enterprise2 4mmx23mm no tip vascular reconstruction device (product code: encr402300, lot number: 9599748) was advanced to target position and started to release, it was found that 3 distal markers of the stent were converged which could not be opened or expanded as intended. The doctor retracted the stent and delivered the stent to release it again, but the distal stent markers still failed to open completely. The doctor only retracted the stent alone and switched to a new one to complete the surgery. The microcatheter was not replaced. Additional event information received on 03-apr-2026 indicated that the temperature indicator label on the inner pouch was checked and found to be within acceptable criteria. There was no resistance during advancement of the device. The stent did not appear damaged. There was vessel tortuosity. There was no additional intervention performed to attempt to expand the stent. The incomplete expansion resulted in stent migration or embolization of the stent. There was no blood flow restriction. There was no procedure prolongation/delay due to the event. Additional event information was received on 09-apr-2026 confirming that there was no stent migration.